Event description:
The customer contacted baxter's technical service center to report a use error - breach in aseptic technique while using the home choice (hc) device during drain 5 of 5. The drain volume (dv) was 1920 ml. The home patient (hp) took a pair of scissors and cut the patient line and ended therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted

Manufacturer narrative:
(B)(4). Additional information: the reported problem was confirmed as a user error. However, the root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.